Event description:
This case was initially received via regulatory authority (B)(4) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain, pain worsened over the months, more and more unbearable"), abasia ("inability to put heels on the ground, impossibility of walking on my feet or on my heels"), arthralgia ("joint pain becoming more and more incapacitating") and hemianaesthesia ("sort of paralysis on the right side from shoulder to foot with marked lack of strength, loss of feeling, feeling that right side was anaesthetised") in a female patient who had essure (batch no. A15525, 946783) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug intolerance "no longer able to tolerate anti-inflammatories". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 5 months after insertion of essure, the patient experienced abasia (seriousness criterion disability), hemianaesthesia (seriousness criterion medically significant), pain in extremity ("pain in arm"), joint swelling ("swollen wrist with feeling of warmth"), joint warmth ("swollen wrist with feeling of warmth"), asthenia ("lack of strength") and migraine ("migraines lasted several days"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), general physical health deterioration ("general health deteriorated"), fatigue ("major unexplained fatigue"), back pain ("back pain"), abdominal distension ("swollen abdomen, very tense abdomen"), visual impairment ("visual disturbances"), intraocular pressure increased ("ocular tension"), dry eye ("dry eyes"), menorrhagia ("sharp pain in abdomen with haemorrhagic menstrual bleeding"), dysmenorrhoea ("sharp pain in abdomen with haemorrhagic menstrual bleeding"), muscle tightness ("very tense abdomen"), diarrhoea ("diarrhoea at night"), night sweats ("night sweats"), palpitations ("palpitations at night with feeling of suffocating"), suffocation feeling ("palpitations at night with feeling of suffocating"), urinary tract infection ("urinary tract infection"), endometrial hyperplasia ("endometrial hyperplasia with no atypical cells") and endometriosis ("nodule of rectovaginal endometriosis"). The patient was treated with paracetamol, latanoprost, antiinflammatory/antirheumatic products and surgery (hysterectomy, salpingectomy performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abasia, arthralgia, hemianaesthesia, pain in extremity, joint swelling, joint warmth, asthenia, migraine, general physical health deterioration, fatigue, back pain, abdominal distension, visual impairment, intraocular pressure increased, dry eye, menorrhagia, dysmenorrhoea, muscle tightness, diarrhoea, night sweats, palpitations, suffocation feeling, urinary tract infection, endometrial hyperplasia and endometriosis outcome was unknown. The reporter provided no causality assessment for abasia, abdominal distension, abdominal pain, arthralgia, asthenia, back pain, diarrhoea, dry eye, dysmenorrhoea, endometrial hyperplasia, endometriosis, fatigue, general physical health deterioration, hemianaesthesia, intraocular pressure increased, joint swelling, joint warmth, menorrhagia, migraine, muscle tightness, night sweats, pain in extremity, palpitations, suffocation feeling, urinary tract infection and visual impairment with essure. The reporter commented: one year and 5 months after placement of the essure inserts, I encountered health problems. The doctors were unable to find the cause of the abdominal pain after having done a load of tests. And everything started after placement of essure. Diagnostic results: lots of tests: doctors were unable to find the cause of the abdominal pain on (B)(6) 2017: histology: endometrial hyperplasia with no atypical cells, nodule of rectovaginal endometriosis. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, pain worsened over the months, more and more unbearable, inability to put heels on the ground, impossibility of walking on my feet or on my heels, joint pain becoming more and more incapacitating and sort of paralysis on the right side from shoulder to foot with marked lack of strength, loss of feeling, feeling that right side was anaesthetized. A hysterectomy and salpingectomy were performed. Only abdominal pain is regarded as an anticipated event according to the reference safety information for essure. The other events are unanticipated. Abdominal pain may have multiple cause. In this case, consumer had endometriosis which could be an alternative explanation for her pain. However, a causal relationship with essure cannot be totally excluded. With regards to the other events, considering their nature and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 28-apr-2017. The most recent information was received on 16-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain, pain worsened over the months, more and more unbearable"), abasia ("inability to put heels on the ground, impossibility of walking on my feet or on my heels"), arthralgia ("joint pain becoming more and more incapacitating") and hemianaesthesia ("sort of paralysis on the right side from shoulder to foot with marked lack of strength, loss of feeling, feeling that right side was anaesthetised") in a female patient who had essure (batch no. A15525, 946783) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug intolerance "no longer able to tolerate anti-inflammatories". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 5 months after insertion of essure, the patient experienced abasia (seriousness criterion disability), hemianaesthesia (seriousness criterion medically significant), pain in extremity ("pain in arm"), joint swelling ("swollen wrist with feeling of warmth"), joint warmth ("swollen wrist with feeling of warmth"), asthenia ("lack of strength") and migraine ("migraines lasted several days"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), general physical health deterioration ("general health deteriorated"), fatigue ("major unexplained fatigue"), back pain ("back pain"), abdominal distension ("swollen abdomen, very tense abdomen"), visual impairment ("visual disturbances"), intraocular pressure increased ("ocular tension"), dry eye ("dry eyes"), menorrhagia ("sharp pain in abdomen with haemorrhagic menstrual bleeding"), dysmenorrhoea ("sharp pain in abdomen with haemorrhagic menstrual bleeding"), muscle tightness ("very tense abdomen"), diarrhoea ("diarrhoea at night"), night sweats ("night sweats"), palpitations ("palpitations at night with feeling of suffocating"), suffocation feeling ("palpitations at night with feeling of suffocating"), urinary tract infection ("urinary tract infection"), endometrial hyperplasia ("endometrial hyperplasia with no atypical cells") and endometriosis ("nodule of rectovaginal endometriosis"). The patient was treated with paracetamol, latanoprost, antiinflammatory/antirheumatic products and surgery (hysterectomy, salpingectomy performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abasia, arthralgia, hemianaesthesia, pain in extremity, joint swelling, joint warmth, asthenia, migraine, general physical health deterioration, fatigue, back pain, abdominal distension, visual impairment, intraocular pressure increased, dry eye, menorrhagia, dysmenorrhoea, muscle tightness, diarrhoea, night sweats, palpitations, suffocation feeling, urinary tract infection, endometrial hyperplasia and endometriosis outcome was unknown. The reporter provided no causality assessment for abasia, abdominal distension, abdominal pain, arthralgia, asthenia, back pain, diarrhoea, dry eye, dysmenorrhoea, endometrial hyperplasia, endometriosis, fatigue, general physical health deterioration, hemianaesthesia, intraocular pressure increased, joint swelling, joint warmth, menorrhagia, migraine, muscle tightness, night sweats, pain in extremity, palpitations, suffocation feeling, urinary tract infection and visual impairment with essure. The reporter commented: one year and 5 months after placement of the essure inserts, I encountered health problems. The doctors were unable to find the cause of the abdominal pain after having done a load of tests. And everything started after placement of essure. Diagnostic results: lots of tests: doctors were unable to find the cause of the abdominal pain on (B)(6) 2017: histology: endometrial hyperplasia with no atypical cells, nodule of rectovaginal endometriosis the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.059 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2017: device evaluation received company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.